Event description:
During an endocardial ventricular tachycardia (vt) ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. Transseptal approach was completed and a therapy cool path duo ablation catheter was being manipulated in the left ventricle when the patient became hypotensive. Fluoroscopy revealed decreased left ventricular wall movement and an echocardiogram confirmed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient and a pericardial drain was left in place. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation in an inherent risk of any electrode placement.